Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had abdominal surgery. During the post operative check the lead exhibited low out of range impedance measurements. The field representative manipulated the pocket and did not get any noise. Isometrics could not be performed due to the patient's recent surgery. The electrophysiologist requested the device be turned off until the rv lead has been replaced. There is concern that during the patient's procedure, the scalpel or cautery tool may have gotten too close to the lead system causing the rv lead to be damaged. Boston scientific technical services (ts) advised the out of range measurements were more likely due to electromagnetic interference (emi). A memory download was sent to boston scientific technical services (ts) to be analyzed however, the disk was corrupt and the data unreadable. The device was turned back on and a commanded shock lead integrity test was performed and consistently gave normal impedance measurements. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.